Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that during an implant procedure, this right ventricular (rv) lead exhibited a high out of range shock impedance measurement of greater than 200 ohms when it was connected with a device. Despite troubleshooting, the issue persisted so the rv lead was removed and replaced prior to pocket closure. No adverse patient effects were reported.